Event description:
It was reported by the patient's spouse that 2 years following a coronary drug eluting stenting treatment procedure, a stent fracture was observed. The lesion was located in the left anterior descending (lad) coronary artery. A 2.5x20mm taxus express2 drug eluting stent was implanted. "After a few days" recovery the patient was "discharged and recuperated at home over the next few weeks. He took plavix for a year and continued to take pravastatin, altace, and aspirin over the course of the next two years." Two years later the patient "woke up feeling tightness in his chest, nauseated and sweating profusely. His blood pressure was elevated and the angina did not subside. He took aspirin and called the ambulance." He was admitted to a different facility than where the stent was implanted. "An angiogram revealed a 75% closure of the lad artery at the site of the taxus stent that was inserted in 2004. The stent site was bent into an 's' shape." The test results were forwarded to another facility for further consultation and opinion as to how to proceed with treatment. It was decided to treat the patient medically, and eight days later the patient was discharged from the hospital. The next day, the patient "experienced chest pain radiating down his arm, shortness of breath, elevated blood pressure, nausea and diaphoresis." The patient was hospitalized and then seven days later was transported to another facility for angioplasty treatment. The report from the specialists "confirmed that the taxus stent inserted in 2004 had not only bent into an s-shape but also cracked." The patient was treated using a non-boston scientific drug eluting stent implanted "inside the fractured taxus stent. A small tear in the artery and blood clot occurred near the site of the stent occurred during the procedure. An additional mini-vision bare metal stent was placed to treat the distal edge dissection." The patient was discharged the next day to recuperate at home. Additional information has been requested, however, no additional information has been received.

Manufacturer narrative:
H6: the delivery device was disposed and the stent remained in the patient, therefore, no analysis could be performed. The manufacturing records for top assembly batch 6552583 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number. The cause of the difficulties stated in the complaint could not be determined.